Manufacturer narrative:
Siemens healthineers has requested additional information to conduct a thorough investigation of the reported event. Should the investigation identify a general design or systematic issue, or any other reason as a root cause of this issue, a supplemental report will be filed.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom go.top CT system. On (B)(6) 2024, the customer started a stroke study of a 65-year-old female and completed the study. The reconstruction of the images took approximately 25 to 27 minutes resulting in a delay of the procedure. There is no report of impact to the state of health of the patient due to the delay, however, in a worst-case scenario the delay could have serious health consequences for a stroke patient. Siemens healthineers has requested additional information to conduct a thorough investigation of the reported event. This report is being submitted with an abundance of caution.